Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery the intraocular lens (iol) had a crack in it. The lens was fully inserted in the eye. The patient was fully recovered. Additional information has been requested.